Event description:
The customer observed unexpected results from two different patient samples using vitros amon microslides on a vitros 5600 integrated system. Sample #1= <9.0 versus 174 umol/l. Sample #2= 229, 399 versus expected 321 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The initial vitros amon result for sample #1 was reported out of the laboratory; however, it is unknown if a corrected report was issued after repeat testing or if there was any allegation of harm based on the initial sample #1 amon result. It is unknown if the vitros amon result was reported out of the laboratory for sample #2 or if there was any allegation of harm based on the vitros amon result. This report is number one of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that unexpected results from two different patient samples were obtained using vitros amon microslides on a vitros 5600 integrated system. The most likely assignable cause of the event associated with sample 1 is user error associated with sample handling. The repeat amon testing on sample #1 was processed >24 hours after the initial testing, which is beyond the amon stability per the vitros amon IFU. A definitive root cause for the events associated with sample 2 could not be determined. The investigation cannot rule out pre-analytical sample handling and storage of sample #2 as a contributing factor to this event. In addition, the investigation cannot rule out an instrument or reagent issue as contributing factors to the event.